Event description:
The customer indicated that after a venipuncture procedure, the retractable safety trigger was activated and the metal needle remained in the pt's arm (as it became unattached from the rest of the needle device). There were no reported medical or surgical intervention required following this incident.

Manufacturer narrative:
The customer returned a used (contaminated) device, which was visually inspected and the reported condition was confirmed.